Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys amh (amh) on a cobas e 411 immunoassay analyzer. The initial amh result was 0.019 ng/ml. This result was reported outside of the laboratory. On (B)(6) 2018 the sample was repeated and the result was 4.82 ng/ml. On (B)(6) 2018 the sample was repeated 2 more times with results of 5.07 ng/ml and 5.09 ng/ml. The customer considered the result of 4.82 ng/ml to be correct. There was no allegation that an adverse event occurred. The amh reagent lot number was 269327 with an expiration date of aug-2018. The sample was in a thin, secondary tube; the customer does not remember if they used rack adapters or not. Liquid flow cleaning was last performed on 09-apr-2018. Calibration signals were within expectations. Qc results from the day of the event were within the specified range but close to [-] 3 sd. Some results prior to the event date were outside of the specified range. During a review of the alarm trace data, two sample alarms were observed from the day of the event. A general reagent issue can be excluded since the qc data from the day of event was within expectation. The investigation was unable to find a definitive root cause.